Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa4203vf intraocular lens. During insertion of the plate lens, it ejected quickly causing a tear in the capsular bag and subsequent vitrectomy. A back-up lens was used on the pt and the pt is doing fine.